Event description:
The first attempt for removal of a jackson-pratt drain was unsuccessful. The drain tubing became separated at the junction of the external drain tube and the perforated tubing that sits within the pt. The pt had to be taken to the operating room to surgically remove the remaining portion of the jackson-pratt drain.